Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl while using the ilet and had already treated with oral carbohydrates including juice and candy; blood glucose rose to 109 mg/dl during the call, and the cause of the hypoglycemia could not be determined. Symptoms included hypoglycemia. Outcomes included the need for acute carbohydrate intervention and user education on avoiding overtreatment and proper low management, with advice to continue monitoring. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed no device malfunction identified and no specific device component implicated, with the event assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.